Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer will continue to use current pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.